Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Could not write on shiny original as this copy needs to be more eligible. Thanks. Use slotted spoon or use 2 spoons. Device touched pan during boiling. The first one soft inner plastic came loose, tried unsuccessfully to recement.